Event description:
A consumer reported that their expertclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Event date is approximate. Customer email was not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Manufacturer narrative:
H4: manufacture date was identified and updated. Analysis results: the cause of the customer¿s complaint was a failed shaft press fit.